Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling. This likely caused an abnormality in the electronic components and the image temporarily became fuzzy which led to a procedural delay. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ this supplemental report includes a correction to e3 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found no image after aeration, after troubleshooting the image was okay. The plug unit was damaged. The device passed the leak test. Switch 1 was cut. The angulation was low, and the control knob movement had play. The distal end plastic cover had deep dents. The objective lens had a tiny chip and old glue. The light guide lens had a tiny chip and old glue. The bending section cover glue had cracks. The scope connector plug unit was replaced, the adhesive was wet, and the wet detection sticker was active. After drying after aeration, the16a ethylene oxide valve was replaced as it was loose/misaligned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope entire image was blurry (the subject could not be recognized, and the image did not return). The image was not showing on the screen but showed a rainbow fuzzy image first before blacking out. Attempted several times. The issue was found during preparation for use for a therapeutic esophagogastroduodenoscopy. The procedure was delayed 5 minutes, the patient was given intravenous sedation and analgesic, and the procedure was completed with another device. There were no reports of patient harm.